Event description:
The customer reported that the touch screen is intermittent and part is not working. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
B3: (B)(6) 2018. G4: 12-jun-2018. G7: follow-up #1. The field service engineer (fse) verified the reported problem. The fse replaced the touch screen to address the reported problem. The touch screen assembly was returned for failure analysis. The touch screen was tested and no failures were identified." Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. The field service engineer (fse) verified the reported problem. The fse replaced the touchscreen to address the reported problem. The touchscreen assembly was returned for failure analysis. The touchscreen was tested and no failures were identified. D4 - UDI number added. H11. Updated contact information.